Manufacturer narrative:
Section d4: additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed 16 low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 19 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient arrived at the clinic looking well. However mid-appointment the patient started coughing/bearing down and had acute event of dizziness, appearing white, appearing pale, with chest pain, not responding adequately, stating vision was black with low flows down to 1.8 lpm and pi as high as 10's, with vomiting. Transferred to ed for workup and possible admission. Review of the log file by technical services showed low flow events on (B)(6) 2019. These occurred at times when pi was elevated. This did not appear to be an issue with the mcs equipment for these events. Additional information was received on 12-apr-2019. The patient had likely right ventricular failure(rvf), an echo showed a dilated rv and decompressed lv. The cause of these events was thought to not be device related, but the speed was decreased to 5200 rpm. The patient received 40mg IV twice and then increased to 80mg daily. The was euvolemic and lasix was decreased to as needed (prn). No further lvad alarms. No equipment was exchanged and no equipment will be returned.